Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.

Event description:
It was reported that the unit restarted during an ongoing ventilation. No health consequences for the patient were reported.

Manufacturer narrative:
The affected device was examined on site by dräger service and the log file was provided for further investigation. Analysis of the log file confirmed that the evita v800 performed two consecutive restarts as a result of a sudden power fail event. The cause of the power fail event could not be finally determined. Potential technical root causes could be excluded by dedicated tests performed by dräger service and log file analysis. The main switch of the device was replaced by dräger service as a preventive measure. As a safety feature of the system, the safety software analyzes and verifies proper function of the device. In case of a detected deviation regarding operation of the ventilation unit, the safety software triggers a synchronized restart of the ventilation unit and the display unit in order to reset the system to a specified state. During restart sequence the ventilation is temporarily interrupted, and the safety valve is opened to ambient allowing the patient for spontaneous breathing. The deviation will be indicated by activation of the secondary acoustic alarm signal. Single restart sequence of the ventilation unit takes up to 8 seconds until evita v800 automatically resumes the ventilation with the latest settings. The restart sequence of the display unit may take up to a maximum of 1 minute. In the meantime, the user can observe the already resumed ventilation and safety-relevant parameters such as fio2 concentration, minute volume and airway pressure in the oled-display of the ventilation unit. Finally, the alarm message "ventilation unit restarted" will be prompted on the screen with accompanying auditory alarm and the secondary acoustic alarm signal ceases automatically. The device alarmed the restart as specified and continued ventilation with the last settings after the power fail event. The results of the investigation did not reveal any new or additional risks that have not yet been considered risk management file of the device.

Event description:
It was reported that the unit restarted during an ongoing ventilation. No health consequences for the patient were reported.